Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, the patient delivery history showed that the patient had received cassette/tubing set supplies of only one individual lot number. A companion sample from the identified lot was returned from controlled stock for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical support indicating that she had encountered a patient line is blocked error message during fill 1 of 5. The patient checked the lines and verified that everything looked normal so decided to reboot the cycler. When the patient started to fill she noticed a fluid leak coming out of the stay safe connector. No fluid got into the cycler and the patient felt comfortable moving forward on her own and reset up with new supplies. Upon follow up, the patient confirmed that she had encountered a fluid leak but could not remember exactly if she had done something wrong herself to cause that. The cassette tubing set in question had already been discarded. The patient did not experience any adverse events as a result of this incident. The pd nurse was notified but no prophylactic antibiotics were prescribed.